Event description:
Device 3 of 3. Ref MFR report:1627487-2014-05235 and 1627487-2014-05236. It was reported the pt's scs system was explanted due to inadequate coverage, and an MRI that needed to be taken prior to spinal fusion surgery. The pt was implanted with a replacement scs system on (B)(6) 2014. Effective therapy was present post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.